Event description:
Tourniquet applied in the usual manner. Appeared to be laying flat with no bends or folding. A different MFR's plastic u drape applied below tourniquet to skin. At end of procedure when drapes were removed the lower front side of tourniquet had folded in on itself and drew the plastic under the tourniquet as well. Blistered area approx 6 inches long and the width of a pencil was noted. Ointment was applied to the area.